Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which prevented the pump from charging. The customer's blood glucose (bg) level was 260 mg/dl. Reportedly, the pump was able to charge successfully after the customer left the pump plugged in to the same power source.